Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. Customer reported he felt tension when trying to remove the capsule, checked with scope and broke handle to get capsule to release. The pt was not injured following the procedure.